Event description:
It was reported that the device exhibited technical failure 388. There was no patient involvement reported.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer did not return the device, however they did submit the device log files for review. The customer's reported issue was able to be confirmed, and technical failure 388 and technical failure 271 were found in the logs. The inlet pressure was recorded as below 4.5 bar, indicating an inspiration block failure. Technical support recommended that the customer replace the inspiration block.